Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2012. Information obtained from the device shows evidence that the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. The device switching itself on would have the effect of filling the memory and eventually depleting the pad pak (battery). The returned pad pak from lot 556 was tested and shown not to have been fully depleted. This pad-pak had a use until date of (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.